Manufacturer narrative:
Additional information received on (B)(6) 2019 that there was no patient involvement. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be all intact with missing air cover. Unable to review event history log as pump was unable to power up. Visual inspected the pump and pump was not able to power up. The customer's stated problem was verified. Inspected the pump and pump was not able to power up. Further investigation of the pump interior and found solder joint near rtc battery. Solder joint can cause pump to have issue with error code 20201. Service replaced the pump microprocessor board to correct the reported problem. The root cause of the issue is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed error code ec 20201. No reported adverse effects.